Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: failed insulation : the probable root cause/s could be normal wear, sterilization methods, and/or rough handling by user. (B)(4).

Event description:
It was reported that the insulation had been compromised.